Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17298. It was reported the patient experienced ineffective therapy. Diagnostics indicated the leads had high impedance on all contacts. X-rays discovered the leads migrated. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were also fractured. As a result, the leads were explanted and replaced and effective therapy was established.